Manufacturer narrative:
(B)(4). Method: although we were informed that the complaint cannula was available for evaluation, we have not received it. Our investigation is thus based on our knowledge of the product. If we obtain the cannula at a later date we will provide a follow up report with any additional information. Results: from the information provided it appears likely that one of the tubes had detached from one side of the cannula. A lot check could not be performed as lot information was not provided. Conclusion: based on our knowledge of previous investigations into this type of failure mode it is likely that the tubing became stretched and damaged due to excessive force being exerted on the tubing, possibly during care of the patient or when removing the cannula. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. During assembly each loop pad is visually checked to ensure sufficient glue coverage. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. - appropriate monitoring must be used at all times. - do not stretch or crush tube. - check cannula remains secure on the face. Replace wigglepads if required - this product is intended to be used for a maximum of 7 days.

Event description:
A hospital in (B)(6) reported that the tube of an opt314 optiflow junior nasal cannula broke at the connection to the cannula while in use on a patient. It was confirmed that there was no patient consequence.